Manufacturer narrative:
(B)(4).

Event description:
It was reported that patient presented to the emergency room with heart failure. Device is on battery advisory. Device was unable to be interrogated. Device was explanted and a new device was implanted. Patient was discharged. No further information available.

Manufacturer narrative:
Premature battery depletion was confirmed by analysis. Bench testing on the device was performed, and no sources of high current were noted. In further analysis of the battery, lithium clusters were observed shorting the anode and cathode of the battery. These analyses concluded that the premature battery depletion was caused by a lithium cluster induced short circuit.